Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used cassette was visually inspected and no obvious defects were detected. The sample primed and tuned on an infiniti console with the ultrasonic handpiece and infusion sleeve from the lab stock successfully. The aspiration flow rate and vacuum were tested at appropriate settings and passed all testing. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported he felt the aspiration was poor during phacoemulsification phase of the procedure. The cassette was replaced with another one and the procedure was completed. There was no harm to the patient.